Event description:
It was reported by the service center that the ventilator reset with an audible alarm several times while connected to a pt. No reported harm to the pt. The ventilator was returned to the manufacturer for eval. During service of the ventilator, the ventilator turned off on its own with no audible alarms.

Manufacturer narrative:
The manufacturer was able to duplicate the customer's reported problem. The ventilator reset and also shutdown on its own during service. The main board was replaced to correct the reported problem.